Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient called to advise of a fluid leak in the cassette door during setup. Upon follow up, patient stated that she noted moisture on right pump head after opening door to set up for treatment on (B)(6) 2014. Leak occurred on (B)(6) 2014 during treatment cycle. Moisture was observed without the cassette in door. Patient stated cassette did not appear to have a leak. Patient's effluent remained clear. Sample is not available; sample was discarded.